Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from 300-600 mg/dl. Health care provider increased basal by 0.1u to address the issue.